Manufacturer narrative:
(B)(4). Batch # 108a63. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the actuator post has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a vats procedure that the device was inserted into the patient and while attempting to remove the bleb that the ats45 would not open. A psee60a was then used to remove the bleb and the device fired but the knife blade did not return home. Reverse was attempted but did not open the device. A second battery was attempted but the device still would not open. Manual override was used to safely remove the device from tissue. Unknown if another device was needed to complete the procedure. Staple line was intact, and patient seems to be fine as of the day after the procedure. There were no adverse consequences for the patient.